Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/02/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings:a review of the pump¿s history showed no errors, alarms, or warnings related to the complaint had occurred. The pump powered on to the ¿verify¿ screen with a dim and discolored display. The complaint that the display screen was blank was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.